Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy surgical procedure, the universal surgical manipulator 3 (usm3) collided with the usm4 leading to an error 319 pointing to the distal set-up joint on the usm. The technical service engineer (tse) had the customer hard power cycle the patient side cart but the error returned immediately. The tse advised the customer that a three arm procedure could proceed, the surgeon stated that all four arms were needed. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: a conversion to laparotomy (open approach) occurred after a rapid exploratory laparoscopy showing the impossibility of performing a standard non-robot-assisted minimally invasive surgery. The procedure was carried out without any intraoperative complications. The patient had a straightforward recovery, and the incident was explained to them.

Manufacturer narrative:
The usm was tested on an in-house system and triggered no errors. The usm was also tested on the patient cart function test platform (pfpt) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. Remote logs also show errors 319, 307 & 25730 starting from the suj. The fcp pca consistent with the reported event and is the potential root cause of this issue.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Fa code updated to d15 based on failure analysis.